Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on (B)(6) 2017. The analysis has begun but is not completed at this time. The returned catheter did have char at the tip of the catheter. Char not reportable as it is a physical phenomenon of rf and can be the normal result of an ablation process. The presence of char on the electrodes do not represent a serious injury in itself nor is necessarily the result of device malfunction. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Manufacturer narrative:
Manufacturer's ref. No: (B)(4). It was reported that a patient underwent an atrial fibrillation procedure with a thermocool® smarttouch® sf bi-directional nav catheter and a coagulum formation occurred. In addition, the curvature of the catheter stopped working during ablation of the right isthmus. The returned device was visually inspected and char was found on the catheter tip. Per the event, the catheter was tested for electrical performance and stockert compatibility and it was found within specifications. Then a coolflow pump test was performed and the catheter passed specifications, the catheter was irrigating correctly. Per the complaint, the catheter was tested for deflection and the catheter failed. The catheter was dissected and residues of polyurethane application was found at the t-bar anchored place which indicates a proper manufacturing assembly. Additionally, the catheter deflection is verified several times before leaving the facilities. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint regarding char on the tip and the deflection issue has been verified, however, for the char found, the catheter met the manufacture specification since the catheter passed the temperature and irrigation test. Additionally, char is a physical phenomenon of rf; it can be the normal result of the ablation process. The root cause of the catheter t-bar displacement cannot be determined since there was evidence of the proper manufacturing assembly.

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a thermocool® smarttouch® sf bi-directional nav catheter and a coagulum formation occurred. The curvature of the catheter stopped working during ablation of the right isthmus. When the catheter was withdrawn from the patient to visualize the defective curvature, coagulation was noted at the end of the catheter. The catheter was replaced and procedure was completed with no patient consequence. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. The deflection issue is not MDR reportable since the catheter is unable to deflect or relax completely, the user will not be able to use the device and will have to replace it. The potential risk that this issue could cause or contribute to a serious injury or death is remote. However, the coagulum formation is MDR reportable since coagulum has poor adherence to catheters it could be a potential source of embolism.